Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2011 and mesh was used. Bard sorbafix absorbable fixation was used to secure the mesh. After some months, the patient went back to the surgeon with pain and a new bulge in the abdominal wall and underwent a new operation on (B)(6) 2012. During the reoperation, the surgeon found a recurrence of the primary hernia because the mesh was broken in the middle. A different mesh was used to repair the recurrent hernia and the patient is recovering normally after surgery.

Manufacturer narrative:
Additional narrative: it was reported that the initial mesh was removed during the re-operation.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).